Event description:
Reportedly, when generating a paceart export, the percentage of sensor paced events in atrial and ventricular channels are not exported.

Event description:
Reportedly, when generating a paceart export, the percentage of sensor paced events in atrial and ventricular channels are not exported.